Event description:
High impedance was identified during a periodic review of the manufacturer's programming history performed by the manufacturer. The high impedance value was 5709 ohms which is just above the 5300 high impedance lower limit threshold. At the next available appointment in the data at the time of this report shows that the impedance resolved to 4277 ohms. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction.